Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges when she started sleeping in the chair, her blood pressure started to go up, and her arms would swell up.